Manufacturer narrative:
Results: the ruby coil was kinked approximately 6.0 and 9.0 cm from the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly, compressed in the distal direction, and the pull wire was present inside the distal detachment tip (ddt). There was clotted blood present along the length of the coil. During functional analysis, the ruby coil was able to be cycled out of its introducer sheath with minor resistance. The penumbra investigator unintentionally fractured the stretch resistant (sr) wire when attempting to retract the embolization coil into the introducer sheath. Conclusions: evaluation of the first ruby coil revealed an embolization coil compressed slightly in the distal direction and extensive blood clotted along the length of the embolization coil. This damage is likely due to repeated attempts to advance and retract the embolization coil against resistance. If continuous flush is not used, blood may clot inside the introducer sheath, which may have contributed to the resistance felt by the physician. During functional analysis, the ruby coil was able to be cycled out of its introducer sheath with minor resistance. The penumbra investigator unintentionally fractured the stretch resistant (sr) wire when attempting to retract the embolization coil into the introducer sheath. Further evaluation revealed kinks on the proximal end of the pusher assembly. This damage was likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the second ruby coil revealed a fractured pusher assembly. This type of damage may result if the physician forcefully attempts to advance the final portion of the ruby coil without first removing the introducer sheath. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt), which would normally allow the embolization coil to detach. However, the embolization coil did not detach due to clotted blood inside the ddt. The clotted blood was flushed away by the penumbra investigator, and the embolization coil was detached. Further evaluation revealed kinks and bends along the length of the pusher assembly. These damages were likely incidental and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2017-00337

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, while attempting to advance a ruby coil through the non-penumbra microcatheter, the physician met resistance and decided to remove the coil. A new ruby coil was then opened for the procedure. Prior to advancing the ruby coil into the microcatheter, the new scrub technologist did not remove the introducer sheath entirely off the back end of the ruby coil pusher assembly. Consequently, while attempting to advance the coil through the microcatheter, the physician inadvertently kinked the pusher assembly. Therefore, the ruby coil was successfully removed and the procedure was completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.